Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate therapy. Technical services (ts) reviewed the stored episodes and noted that the arrhythmia appeared to be an atrial fibrillation (af) with rapid ventricular response (rvr) that reached ventricular fibrillation (vf) zone. One shock was delivered. No additional adverse patient effects were reported. This ICD remains in service.